Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing breakthrough incontinence. It was confirmed that the urethra had atrophied allowing that breakthrough incontinence. The physician removed and replaced all the incontinence device, and the patient was expected to fully recover after the surgery. The most likely/suspected cause of the issue was the atrophy occurred over time as expected. There was no further complication reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. A risk review was confirmed that the event of urinary incontinence, fand atrophy were defined in the product risk documentation.

Event description:
It was reported that the patient was experiencing breakthrough incontinence. It was confirmed that the urethra had atrophied allowing that breakthrough incontinence. The most likely/suspected cause of the issue was the atrophy occurred over time. The physician removed and replaced all components through replacement surgery, and there was no further complication reported.